Event description:
Pump declared a cartridge change error. There was no adverse impact to the customer¿s blood glucose level. Customer was guided by technical support to inspect and clean the pump, particularly the pneumatic tap area, and to ensure the cartridge was correctly attached. The customer successfully completed the load process and resumed insulin delivery.